Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during setup, the oxygenator was disconnected from the reservoir. There was no pt involvement as this occurred during setup. Product was changed out. Surgery was successful.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo will be submitting a follow-up report when the investigation is complete. (B)(4).